Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. The break in aseptic technique was further specified as the patient did not wear a mask or wash their hands when performing therapy. The patient was hospitalized for the event the next day. On an unknown date, the patient was treated with clindamycin. On a later date, the patient recovered from the peritonitis. Two weeks after the patient was admitted, the patient was discharged from the hospital. No additional information is available at this time.